Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was not able to duplicate the customer's reported issue. As a precaution, the stm replaced the display assembly, main keypad overlay, and related labels due to the "code# 55" shutdown observed in the iabp log files. Subsequently, all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra- aortic balloon pump (iabp) experienced a system failure and generated fault code #55. There was no patient harm and no adverse event was reported.